Event description:
The advocate called for help with a customer's contour meter. While troubleshooting, the advocate performed control tests and received a result of 323 mg/dl. The normal control range was 107 - 148 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.